Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd894881 and gd895094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient also experienced a urinary tract infection not related to the peritonitis. The patient was treated with unknown antibiotics intravenously during hospitalization. Treatment orally with unknown antibiotics was ongoing. These antibiotics were for both the peritonitis and the urinary tract infection. The patient underwent surgery to reposition the catheter on an unreported date. The cause of the peritonitis was unknown. The patient was retrained on aseptic technique, although it was unknown if there was a break in aseptic technique. The patient was discharged from the hospital after five days. The patient was recovering at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 2 of 2 for this event.